Event description:
The customer contacted baxter's technical service center to report a smoke smell on a homechoice (hc) machine during dwell 1. The home patient (hp) stated the care giver (cg) said the hc smelled like it was smoking. The technical service representative (tsr) assisted with ending therapy and getting the cassette out. The tsr asked the hp to unplug the hc. The tsr initiated a swap of the machine. The tsr recommended using manual bags for the night and contacting the rn about the swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of "smoke smell" from the device. Device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. Crt (cycler remote toolbox) indicated all pressures are correct and stable. The cover was opened and an internal inspection performed. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The problem was not confirmed. The assignable cause of the problem was undetermined. The device was sent for normal servicing.